Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracies began during the last week of (B)(6) 2018. The patient claimed that she obtained an inaccurate high result of ¿453 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin; 25 units of lantus every morning and humalog (dose adjusted according to a sliding scale). The patient reported that during the time of the inaccuracies, from the last week of (B)(6) 2018, she increased her dose of insulin in response to the alleged inaccurate high results obtained. The patient claimed that 2 weeks after the alleged inaccuracy issue began she developed symptoms of feeling ¿shaky, dizzy and hungry¿. The patient claimed that on (B)(6) 2018 at 9am, the paramedics were called and after testing her blood glucose on their meter, treated her with IV glucose. During troubleshooting, the csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. It was also noted that the meter was set to the correct unit of measure. The csr walked the patient through performing a control solution test and the result obtained fell within the expected control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.